Event description:
It is reported that the pt was revised due to screw breaking.

Manufacturer narrative:
Eval summary: review of revision surgical report provided indicates that the screw was found to be broken and was retrieved. The articular surface was replaced. No x-rays were reviewed, so correct fit and orientation could not be checked. Pt factors that may affect the performance of the component such as bone quality, activity level or type of activity (low impact vs. High impact) are unk . A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.